Event description:
In 2009, the pt reported that "some time ago" her relative was assisting her in changing the insulin cartridge and the plunger became stuck to the piston rod of the infusion device resulting in insulin leaking into the cartridge compartment. She was able to remove the stuck plunger from the piston rod and she had no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.